Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and compromised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer states insulin is "squirting out" during the manual prime process. The customer mentioned the pump was not recognizing the reservoir on (B)(6) 2018 and (B)(6) 2018. The customer stated that the drive support cap normal. Advised the customer the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.